Event description:
It was reported that the pt's pump flips around in the pocket site and now the catheter had moved. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available. See mfg report# 6000030200801642.